Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error after the rewind process. The blood glucose reading was 8.4 mmol/l. The caller also reported that the insulin pump alarmed another alarm, which indicated that the motor encoder position experienced an error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with normal operating currents, and passed the unexpected restart, rewind, basic occlusion, prime, displacement and self tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm the motor position encoder error alarm due to the history file overwritten with alarms that were due to a corrupted history file. Unable to verify the motion sensor test failure alarm due to the motor error alarm. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a shifted end cap sticker.